Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for investigation. (B)(4) found air leakage close to the biopsy channel at the distal end and in that area, wear and tear possibly caused by forceps was observed. Furthermore, the bending tube was damaged. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event has not been determined at this time. If additional and important information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the user facility conducted endoscopic drainage of post inflammatory pancreatic pseudo cyst with the subject device. The user facility planned to puncture the cyst with a biopsy needle during the therapeutic procedure. After changing the position of the endoscope in the pylorus part or duodenal bulb, the user facility conducted to insert the biopsy needle sheath in the subject device however, the biopsy needle sheath was not visible in the endoscopic image. The subject device was withdrawn from the patient and a puncture of the insertion tube by the biopsy needle sheath was observed. The procedure was cancelled. There was no patient injury was reported.